Manufacturer narrative:
The reported complaint was confirmed. Per the manufacturer's clinical support specialist, after further review of the data logs, there was presence of a pressure sensor alarm which would have stopped the roller pump. However, the reported complaint was not duplicated. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump stopped rotating, but there was no sensor alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. Inspections and release testing was completed successfully. The data logs were reviewed by the manufacturer's technical support specialist, and everything appeared normal. The unit operated to the manufacturer's specifications.